Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) high thresholds were noted. The system was attempted / not used and a second system was tried. Elevated thresholds were again seen and the second device was attempted / not used and replaced with a transvenous ipg. No patient complications have been reported as a result of this event.